Event description:
It was reported that the patient with the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced weight loss and stated that the corner of the device popped up. As of this time, this device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.